Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, specifically alarm 30. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support decided to replace the customer's pump with one that includes updated software and provided instructions for returning the problematic pump using a pre-paid label. The customer acknowledged understanding of the steps to take upon receiving the replacement pump and will continue using the current pump for insulin delivery until the replacement arrives.